Manufacturer narrative:
(B)(4) initial report. Additional information including the device details, impact to the patient and return of the reported device has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details the relevant device manufacturing records shall be identified and reviewed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Whilst rasping the medullary canal for the implantation of a metafix hip stem, the rasp became jammed resulting in the surgery being prolonged by approximately 60 minutes.

Manufacturer narrative:
(B)(4) final report. It was confirmed on 21 jun 2018 that this event had been reported twice in error. This event was originally reported to corin on (B)(6) 2017 and reported to the FDA under the following reference: 9614209-2017-00034. Please refer to file (B)(4) final report for the conclusion of this case. (B)(4) has now been withdrawn as a duplicate entry. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Whilst rasping the medullary cana for the implantation of a metafix hip stem, the rasp became jammed resulting in the surgery being prolonged by approximately 60 minutes.